Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. They do not have their stimulator anymore. It was removed a couple months ago, in (B)(6) 2017, because they could not keep the ins charged up and every time they used the ins the battery would deplete and they could not keep up. The patient stopped using it and then had it removed. The event began a couple months before it was removed. No further complications were reported/are anticipated.